Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and determined the loudspeaker was defective and needs to be replaced. The customer was provided with part information for a speaker replacement. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported there was a speaker malfunction inop error message on the intellivue x3 patient monitor and the device did not emit audible sound. The device was not in use on a patient at the time of the event, there was no patient involvement.